Event description:
It was reported that the patient was admitted for low flow alarms. The patient's speed was increased and the low flow alarms subsided. The patient had a recent history of power spikes and having the sensation of the pump "vibrating" in their chest. This had stopped but restarted in the last day. When the ventricular assist device (vad) coordinator had rounds on (B)(6) 2024, they noticed the patient's speed was fluctuating more than normal. It was bouncing around by 10 rotations per minute (rpms) and then 40 rpms and then would even change by 100 rpms. The patient's pulsatility index (pi) was also very variable and had been getting high at 11 which appeared to have started a few days prior. Log files captured low flow events from 07jun2024 at 5:21 to 08jun2024 at 10:11. The fixed speed was changed to 9000 rpm and the flow recovered shortly after back into the 4-5 liters per minute (lpm) range. The variable pi events post-fixed speed change was associated with pi events. On 18jun2024 the patient had several low flow alarms and had some flow and power spikes early in the morning. Their lactate dehydrogenase (ldh) was also climbing. Follow up log files revealed elevations in power and flow associated with pi events on 18jun2024 from 4:52 until 5:14. Multiple low flow alarms were noted as well. The patient was transplanted on (B)(6) 2024. Historically related MFR 2916596-2024-01478 covers the recent history of power spikes and pump "vibrating".

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's driveline infection was chronic. Cultures were positive for methicillin-sensitive staphylococcus aureus (mssa) and stenotrophomonas. The patient was on chronic antibiotic suppression.

Event description:
Additional information was received that as of 27jun2024 the patient was admitted with signs and symptoms of hemolysis. Log files were submitted that revealed two low flow events on 19jun2024. The pump power and flow appeared to be trending upwards. On (B)(6)2024 pump powers were routinely in the 7-9w range and flows were in the 8-12 lpm range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the pump vibration and power spike was presumed to be from thrombus. The patient had mild heart failure symptoms. Their ejection fraction (ef) was reserved at 40%. The cause of the low flow alarms was determined to be due to dehydration. The alarms resolved with fluid and increasing the speed to its original value. On (B)(6) 2024, the patient underwent a cardiac computed tomography (CT) to assess the left ventricular assist device (lvad) due to the low flow alarms. There was no evidence of inflow or outflow cannula thrombus. The inflow cannula was angled towards the distal anterior wall of the left ventricle. On the gated images there appeared to be a dynamic obstruction of the inflow cannula. The myocardium of the distal anterior wall seemed to be sucking/prolapsing into the ostium of the inflow cannula primarily during diastole. On (B)(6) 2024, additional imaging a moderately enlarged left ventricular chamber with normal wall thickness and moderate global hypokinesis. Diastolic function was normal, and ejection fraction was moderately reduced at 35-40%. The right ventricular chamber was severely enlarged with normal wall thickness and severely reduced systolic function. Segmental wall motion was normal. The atriums and septum were unremarkable. Mild regurgitation was noted in the mitral and tricuspid valves. All heart valves, mitral, aortic, tricuspid, and pulmonic, otherwise appeared normal. There was no aortic dilation noted. The pericardium appeared normal with no pericardial effusion. The patient was elevated on the transplant list due to the presumed thrombus as well as driveline infection. Hemolysis was treated with several blood transfusions, and the patient was started on low dose dobutamine. The patient's hemolysis resolved following transplant.

Manufacturer narrative:
B5: narrative information: h6: adverse event problem codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Onset of infection captured under MFR # 2916596-2024-06313. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus within the pump. A specific cause for the patient¿s chronic driveline infection could not be conclusively determined through this evaluation, and a direct correlation between (B)(6) and the report of reduced right ventricle function and mild mitral and tricuspid valve regurgitation could not be conclusively established. The pump was returned assembled with the driveline cut approximately 1.25¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned in two pieces, disconnected from the pump inlet port. The sealed outflow graft hardware, bend relief hardware, and collar were returned disconnected from the device. The outflow elbow was returned attached to the pump outlet port. The apical sewing ring was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, hard depositions were discovered around the inlet bearing ball, the rotor body, and in the outlet stator. The non-adhered deposition in the outlet stator had the shape of a small, laminated ring that appeared to have formed around the inlet bearing ball before partially breaking off and passing through the rotor. The similar shape, texture, and colors of the depositions along the rotor were consistent with some of the deposition becoming lodged in the rotor. Although a specific amount of time that the depositions were present was unable to be conclusively determined, the depositions within the pump could have contributed to elevated power confirmed in the submitted log files due to contact with the rotor causing resistance. The reported vibrations could have been caused by the depositions impacting the rotor and/or passing through the pump. The depositions also could have contributed to the reported elevated lactate dehydrogenase, reported hemolysis, and low flow alarms noted in the log files through obstruction of the blood flow path. The report that the inflow cannula appeared to be angled toward the wall of the left ventricle with dynamic obstruction during diastole was unable to be confirmed as no diagnostic images were submitted for review. A specific cause for this reported event and its impact on the event could not be conclusively determined; however, poor surface washing due to flow obstruction has the potential to contribute to thrombus formation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, driveline infection, and right heart failure as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 5 ¿surgical procedures¿ (under ¿implant procedures¿) outlines how the sealed inflow conduit is placed utilizing left ventricle (lv) apical cannulation with the pump positioned inferior to the diaphragm and how the sealed outflow graft is attached to the ascending aorta. Section 5 warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). The heartmate ii lvas patient handbook, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The details of the patient's admission after transplant were unknown.